Manufacturer narrative:
One device was returned for analysis of complaint that the complaint of latch/lock sensor defective, through latch/lock test. Visual and functional testing was performed. Upon further investigation, it was found that the found dso and uso seals delaminated. The latch lock sensor, dso and uso seal sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the latch lock malfunctioned during testing.